Event description:
Healthcare professional (hcp) reported two incidents of blood leaks with the psn 210 dialyzer occurring in 2004 and 2 days later. Both incidents occurred at the start of treatment and were noted by the phoenix hemodialysis machine's blood leak alarm. Blood leak was confirmed visually in the dialysate and with positive hemastix. Blood from the extracorporeal circuit was not returned to the pt, with an estimated blood loss of 250 cc to 300 cc per incident. No pt injury or medical intervention was reported per hcp.